Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that in central processing, the prograsp forceps instrument was noted to have a wire sticking out. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.